Event description:
When flushing the catheter, the yellow pa distal port would not flush with a 10cc syringe. A 3cc syringe was tried also, and didn't work. So, a new device was used (new device has same lot number) and worked fine.